Event description:
Account states the head of the bed will not go up.

Manufacturer narrative:
Tech found head up solenoid stuck. Tech reset the spring and bed returned to normal operations. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.